Event description:
Procedure type: appendectomy. According to the reporter: the surgeon noticed that the needle tip was missing. The broken tip could not be found anywhere, so the pt's abdomen was closed and procedure was completed. However, the needle could be found later by CT taken post-operatively. On (B) (6) 2010, a re-operation was performed and the needle was retrieved. No pt information available. There was no bleeding, but operating time was extended more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).